Event description:
It was reported that a device alarm would not turn off. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed no external damage. Event history logs showed a primary audible alarm post and acu watchdog errors. Functional testing was unable to replicate the reported issue. The root cause could not be determined. Repair was not needed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.